Event description:
It was reported that the ventricular lead exhibited oversensing. The lead had a history of, and was currently exhibiting less than 200 ohms impedance. Oversensing could not be reproduced with isometrics and manipulation of the pocket. The oversensing could not be corrected with reprogramming. The patient presented again in 2008 with near syncope conditions. The physician decided that the lead would be replaced.

Manufacturer narrative:
No medwatch form was received.